Event description:
Overinfusion of oxycotin. Biomed stated that there were two pumps in the room at the time and was not sure which pump overinfused. No pt injury.

Manufacturer narrative:
The device eval is currently underway. The results will be provided in a follow-up report.